Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient was implanted with an impella rp flex and exhibited low pump flow. The surgeon stated that the flows were down to 1.7 on p-8 and the patient was hemolyzing. The surgeon called again and the patient had been subtherapeutic for anticoagulation and flows had not gotten any better during most of that time. The pump was exchanged for a new impella rp flex and the patient survived.